Event description:
Literature was reviewed regarding iatrogenic femoral arteriovenous femoral fistula (avf) after leadless implantable pulse generator (ipg) implantation. The authors described two patients who experienced avf. The first patient presented with new-onset heart failure symptoms and a large right groin hematoma approximately one week post implant. Computerized tomography (CT) angiogram confirmed an avf between the right superficial femoral artery (sfa) and right femoral vein, as well as an accompanying pseudoaneurysm arising from the right proximal sfa. The patient was treated with an endovascular covered stent which resolved the iatrogenic avf and sfa pseudoaneurysm. Follow-up echocardiogram one week later showed resolution of heart failure symptoms. The second patient was admitted due to heart failure symptoms and lower limb edema. Ultrasound showed a high-flow avf between femoral vessels. Diagnostic angiogram showed a large iatrogenic avf between the right sfa and right femoral vein. The patient was treated with an endovascular balloon-expandable covered stent which resolved the symptoms and fistula. The status of the introducers is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/84 years old. Without a lot number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: iatrogenic femoral arteriovenous fistula after leadless pacemaker implantation treated with balloon-expandable stent: a report of three cases. Journal of the hong kong college of cardiology. 2025. 32(7):170¿175. Doi: 10.55503/2790-6744.1576. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.